Event description:
It was reported that patient's device showed high impedance. Information was later received indicating that patient was experiencing coughing and pain with stimulation. Once high impedance was seen the device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.